Event description:
It was reported that in the evening following the implant procedure, the patient experienced a hematoma. The physician elected to evacuate the hematoma to resolve the event and the patient was stable with no additional consequences.